Event description:
On 8th january 2026, rayner received notification from a healthcare facility in hong kong of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens tore during injection necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens tore during injection. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy rao605g batch 075274260 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 075274260. The device was returned dehydrated in a blister tray; lens was placed in a plastic pouch. Preliminary inspection of the returned injector showed that movable flaps were securely closed, and the plunger was retracted. Piece of soft tip of the plunger was found wedged in the nozzle's split. Provided lens weas inspected under x10 magnification and found to be in two pieces. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly torn. There were visible traces of ovd residue inside the cartridge chamber. Due to the damaged state of the returned injector no further testing was possible. The product return inspection could not confirm the reported event. Although the lens appeared to be bisected, this condition was consistent with damage incurred during the explantation process. No additional damage to the lens surface was observed. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection is a deviation from the IFU and is a likely contributory factor to injector/ lens damage in this case.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens tore during injection. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy rao605g batch 075274260 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 075274260. The device was not available for return to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.

Event description:
On 8th january 2026, rayner received notification from a healthcare facility in hong kong of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens tore during injection necessitating lens explantation and exchange.